Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an unspecified fluid was expected to infuse 400ml at a rate of 200ml/hour. However, after 55 minutes all had been delivered and a ¿kvo error¿ displayed on the pump. The event was noted to have occurred at 2:07pm. There was patient involvement but no negative consequences were reported following the issue.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : imdrf annex e and f codes. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an unspecified fluid was expected to infuse 400ml at a rate of 200ml/hour. However, after 55 minutes all had been delivered and a ¿kvo error¿ displayed on the pump. The event was noted to have occurred at 2:07pm. There was patient involvement but no negative consequences were reported following the issue.